Event description:
It was reported that the insulin pump had a scratch or crack in the display screen. The blood glucose reading was 163 mg/dl. The customer stated that she did not know how the damage had occurred, but she advised that she was still able to read the screen without any issue. She also reported a few bad sensors in the past. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.